Manufacturer narrative:
Patient information: a5 and a6 are unknown. Product status: the impella cp device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. However, during removal of the impella cp inner dilator, the clear locking hub detached and could not be removed. The pump was implanted through the diaphragm and the clear ring was removed with surgical shears. The patient was sent to the unit on support. The next day it was noted the patient experienced hemolysis. The pump was repositioned to resolve the issue. Later, the following day, care was withdrawn and the patient expired.

Manufacturer narrative:
Neither the customer's device nor data logs from the customer's device were available for investigation. The only data logs available from the case was an empty lt log from (B)(6) 2025. It was not reported how the pump had come out of position. Data logs were not available for review. Since insufficient clinical details were provided, data logs weren't available, and the product wasn't returned for investigation, the cause of the positioning issues could not be determined. Based on the clinical details provided, it was not confirmed that repositioning the pump resolved the reported hemolysis. Since insufficient clinical details were provided and data logs nor product were available for investigation, the cause of the hemolysis could not be determined.